Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a leg angiography diagnostic procedure with a 6fr sheath. Reportedly, at the end of the procedure when trying to place the foot against the vessel wall, blood was still coming out. The device was then pushed forward and back to re-wire the device, but a device separated occurred at the guide. The device was held together by the actuator wire. The patient was then taken to surgery to remove that separated device and all separated parts were removed. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the device broke during initial insertion which may have contributed to the constant mark, or interaction with anatomical features prevented the foot to be placed properly, then with repositioning causing the guide to break; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 was removed and code 1069 was added.